Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a product quality issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was an outcome of slda. Additionally, the reported patient effect of mr as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One xtr clip (91108u102) was successfully implanted, reducing mr to a grade of 1. The following day, echocardiography was performed and showed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), which caused mr to increase to a grade of 4. The physician wanted to implant an additional clip to stabilize the slda, but the patient did not want to undergo another procedure. On (B)(6) 2020, the patient passed away. The physician stated that the implanted mitraclip did not cause or contribute to the patient death. No additional information was provided.